Manufacturer narrative:
Physio-control received patient information from the customer. Upon the paramedics arrival, the patient was found in cardiac arrest and the patient did not survive the event. Physio-control performed a clinical assessment of the event and determined that the device use did not contribute to the death of the patient. This determination was due to the lead paramedic indicating that the device use did not contribute to the patient's death and defibrillation was not indicated based on the ECG.

Manufacturer narrative:
(B)(4). Physio-control evaluated both the customer's device and the quik-combo therapy cable used during the event but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected while in paddles lead ECG. As a result, defibrillation may not have been available if it were necessary. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.